Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when trying to deploy the 7f exoseal vascular closure device (vcd), the button could not be pressed. Backflow stopped, and the visual indicator was in the normal position. Exoseal was removed, and hemostasis was successfully achieved with compression. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No unusual condition was noted about the device prior to use. The procedure was performed using a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle of the non-cordis sheath, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vascular closure device (vcd) was advanced through the non-cordis sheath, no excess force was applied during insertion, and there was no difficulty connecting the non-cordis sheath with the exoseal vcd. The non-cordis sheath was retracted until the hub engaged with the indicator wire cowling, the non-cordis sheath locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and non-cordis sheath were retracted together until the indicator window changed to solid black. The exoseal vcd was securely locked with the non-cordis sheath, and the indicator window was showing solid black at that time. The device will be returned for evaluation.